Event description:
The patient experienced a lack of therapeutic effect. A motor study was performed and no rotor movement was observed. It was also noted that the amounts in the programmer were the same as the amount removed at the refill session. The device was explanted. During the surgery, the physician was unable to aspirate the catheter. There was a backflow of csf even with the attempted aspiration. The patient recovered without sequela. The medication being delivered via the device was lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4). The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is completed.